Event description:
The pt felt weak and passed out. Spouse called the paramedics and then used the device to check their blood glucose. A result of 271 mg/dl was obtained. The paramedic's meter read 40 mg/dl. Pt was treated with some unknown soution and also drank organge juice. Controls were not used on the system. The device was replaced and authroized for return to the MFR for eval.